Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined, per IFU compatibility section, it states "do not use active articulation hip bearings with components of any other system or manufacturer, unless authorized by zimmer biomet. To determine whether these devices have been authorized for use in a proposed combination, please contact your sales representative or visit the electronic labeling service (elabeling) website;¿ however its unknown if the off-label use caused or contributed to the event. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat #: 67621515 lot #: 2110034004 mutars rs stem . G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as is location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two months post-implantation, the patient underwent a hip revision due to dislocation. A competitor stem was used during the initial procedure and the surgeon believes that failure of the competitor stem fixation led to dislocation event. A new constrained liner was implanted with a longer head. It was reported that no further information is available.